Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When the customer changed the cartridge/site, the battery gauge was displayed at 15%. However, after the site change, the battery gauge increased to 100%. There was no impact to the customer's blood glucose level. Review of t:connect pump data did not reveal any discrepancy with the battery.